Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm alarm due to erased history file. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer called and reported experiencing high blood glucose over 600 mg/dl, due to stress. At the time of the call, customer's blood glucose was 47 mg/dl and the insulin pump had alarmed with a motor error and a motor position encoder error. Customer's blood glucose was not known. The motor error was received while priming. Customer declined troubleshooting for low blood glucose and her blood glucose was up to 99 mg/dl at the end of the call. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.